Event description:
The patient reported that the battery was warm when removed from the pump. She reported that the pump was not warm. The patient stated that the battery life was shorter than expected. No visible damage to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.